Event description:
A malfunction was reported on the pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved by resetting the pump with assistance from technical support, and the customer was advised to continue using the pump and to contact support if any further issues occur.